Event description:
There have been six incidents; over the course of 3 weeks, of heel warmers exploding when staff squeezed the product to activate the warmer. All of the incidents had the content erupt from the top of the heel warmer when squeezed. The contents of the heel warmer did not come into contact with patients. Staff members, who were exposed to the contents, cleaned the exposed skin and were not harmed. Reports of incidents were in the emergency room, outpatient lab and inpatient.